Manufacturer narrative:
Analysis of the returned lead did not identify any broken wires in the lead body; however, all channels on the returned lead tested ¿open¿. This type of open is found when there is a broken wire at the weld site and is consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
Related manufacturer reference number: 1627487-2019-06270.

Manufacturer narrative:
Concomitant medical products: drg lead and therapy dates: unknown. Further information was requested but unable to obtain.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-06270. It was reported the patient experienced loss of therapy. In turn, surgical intervention was under taken on (B)(6) 2019 wherein the leads were explanted and replaced. Reportedly, therapy was resumed post operatively.